Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope displayed a b30 scope communication error. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: e1 - last name: (B)(6) the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device (ccd) unit was not good a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic component problem; known inherent risk of the device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.